Manufacturer narrative:
The damaged used device was returned to conmed quality assurance laboratory for evaluation. The device was examined; a visual inspection noted the loop and the drive wire were detached. Microscope examination of the connector showed minimal deformation. The typical hour-glass shape was not present suggesting incomplete crimping was performed on the connector. This is a manufacturing related issue, an investigation has been initiated for this issue. This lot was manufactured 17-sep-2015. A review of the device history record for this lot found no ncr's and no note of discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there was only this complaint received for detachment of components. A two (2) year review of product history for this device family showed a total of (B)(4) complaints, consisting of (B)(4) device for detachment of components. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. This failure mode is addressed in the risk document with an acceptable risk level. There have been no serious injuries related to this product and failure mode. The conmed singular and conmed optimizer polypectomy snares are single patient use, one piece, disposable devices consisting of a proximal handle, outer sheath, internal drive wire, and distal wire loop. All parts of this device that exit the distal end of the endoscope are considered applied parts. Indications for use: may be used in conjunction with an electrosurgical generator for endoscopic resection of a polypoid lesion. May be used without electrocautery to aid in grasping a placement guidewire or tether during percutaneous endoscopic gastrostomy (peg) or jejunal feeding tube placement. This product is designed for non-continuous operation, with a duty cycle of 10 seconds on, and 30 seconds off. Warnings/precautions: this device is intended for single patient use only. The product and the packaging have not been designed or tested for reuse. The ability to effectively clean and resterilize this single use device and subsequent reuse may adversely affect the clinical performance, safety and/or sterility of the device. Do not pretest the snare with electrocautery outside of the patient. This could cause overheating of the snare and cause it to fray or break during the procedure resulting in a potential burn to the patient. To help prevent inadvertent injury or perforation of internal organs and body structure, polypectomy should always be performed under direct endoscopic vision. The electrosurgical generator should be placed in the off position prior to advancing or removing the snare through the endoscope to avoid injury to the patient or equipment that results from improper electrical grounding. Ensure that the patient is grounded prior to use of the monopolar electrosurgical generator and polypectomy snare to avoid patient injury. The safe use of monopolar electrocautery during endoscopic polypectomy requires proper use of an electrosurgical grounding pad. Follow the instructions provided by the manufacturer of the electrosurgical unit and the patient grounding pad to prevent unnecessary risk to the operator, assistants and patients. Any break in insulation or patient grounding may result in injury. The operator and assistants should wear protective gloves to prevent accidental burns. Use only with electrosurgical units that comply with iec 60601-1 standards. Do not exceed the maximum electrical capacity of the device. Snares should only be used by or under the supervision of physicians thoroughly trained in endoscopic polypectomy and electrosurgical generator set-up and operation. Snares require an endoscope with a minimum working channel of 2.8 mm.

Event description:
The user facility reported that during a colonoscopy using a 000991 polypectomy snare, upon closing the snare 1/2 way through the polyp. Felt a pop, when the pulled away from the polyp, the wire was pulled away from the snare and detached. Had to be retrieved using a rat tooth forceps. No reported patient injury or problems.